Event description:
The device was returned to the manufacturer for testing, calibration, and repair. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case was broken and contaminated, the lower case, battery release and battery drawer were contaminated, the ring cover and ring bail were missing, the lead flex cover and battery flex were corroded, the battery contacts were compressed and contaminated and the keyboard was scratched.